Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter balloon could not be deflated for removal. The patient required a surgical procedure to remove the catheter. The patient's condition was reported as critical.

Manufacturer narrative:
(B)(4). The lot number provided 14c10 is not the actual lot number for this device; therefore a DHR review could not be conducted. An actual sample was returned for analysis and it had been cut into two segments. From complaint description, it was reported the balloon could not be deflated. Total length have been measured and it is 304 mm which is within our specification of (B)(4) mm of catheter length. This indicates the segments are coming from the same catheter. The inflation funnel segment of catheter was then checked for any blockage which can lead to balloon non deflation as reported during procedure. Visual examination was conducted and noticed that there was a dented mark on the segment. Then, insertion of monofilament from the end of the cut position also noticed that monofilament could not pass through the dented mark which the lumen at the dented mark was already collapsed. Further analysis, the next segment was inflated by using hypodermic needle on 12 ml luer syringe without noticed any leakage on the balloon from the observation, the dented mark on the catheter occurred probably due to catheter has been pressed other remarks: too hard, clamped with any hard object, it was being bent or kinked during the usage. Foley has made from 100% natural rubber which is soft and flexible. Therefore, it is not allowed to be bent or kinked during usage. Based on analysis conducted, it was observed the balloon was not able to deflate because of the dented mark on the catheter. Therefore, this complaint could not be confirmed. The dented mark on the catheter occurred probably due to catheter clamped with any hard object, it was being bent or kinked during the usage. As foley catheters are made from 100% natural rubber which is soft and flexible, it is not allowed to be bent or kinked during usage. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The catheter balloon could not be deflated for removal. The patient required a surgical procedure to remove the catheter. The patient's condition was reported as critical.